Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked towards the bottom. The customer's blood glucose level was 300 mg/dl and it was addressed with a bolus. The customer loaded a new cartridge successfully and resumed insulin delivery.